Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Atrial electrograms were flat and noise was noted on the ventricular channel. The reported atrial lead impedance was on the low end of the acceptable range.